Event description:
It was reported that smiths medical medfusion pump displayed an acu watchdog error. No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be duplicated by analysts. The speaker was replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.